Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to lead performance and helix extension/retraction issues. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity test. Dried blood was noted in housing and neck region (tip). Product investigation does not provide any additional information. Emdr decision will be changed to no report.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to lead performance and helix extension/retraction issues. This lead was successfully replaced. No additional adverse patient effects were reported.